Event description:
Additional information indicated that a revision procedure was performed and the lead was "floating" in the atrium. The physician decided to replace the lead with a competitor's lead.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead became dislodged. A revision procedure was scheduled for the near future. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.